Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (duration not reported), due to a skin infection at the implant site.the patient underwent a procedure to aspirate blood from the implant site.

Manufacturer narrative:
Correction: per the clinic, the patient was not hospitalised as previously reported. This report is filed july 28, 2015.